Manufacturer narrative:
As of this report, all products remain in service. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. The ventricular lead impedance measurements have decreased to around 200 ohms. The patient has complete heart block. Technical services discussed possible insulation issues with the lead due to the low impedances.